Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio was made aware that the customer was using 3rd party manufactured defibrillation electrodes. The product operations manual states "using other manufacturers¿ cables, electrodes, power adapters, or batteries may cause the device to perform improperly and may invalidate the safety agency certifications. Use only the accessories that are specified in these operating instructions." The reported issue may be caused by using the 3rd party electrodes, however this could not be confirmed.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.